Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 42-year-old female patient who had essure (batch no. C91765, b76529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no fever and no fatigue. Concurrent conditions included obesity, hypothyroidism, hypertension, dizziness and amenorrhea. Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), weight increased ("weight gain"), anaemia ("chronic anemia"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, weight increased, anaemia, alopecia, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after essure removal most of her symptoms resolved. Current weight 216 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on(B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming-menorrhagia,weight increased." Most recent follow-up information incorporated above includes: on 5-apr-2018: events- "hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nausea, dyspareunia (painful sexual intercourse), weight gain, chronic anemia, hair loss, fatigue, dysmenorrhea (cramping)", reporter, lot number added from pfs. Concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 42-year-old female patient who had essure (batch no. C91765, b76529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no fever and no fatigue. Concurrent conditions included obesity, hypothyroidism, hypertension, dizziness and amenorrhea. Concomitant products included oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), weight increased ("weight gain"), anaemia ("chronic anemia"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, weight increased, anaemia, alopecia, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: after essure removal most of her symptoms resolved. Current weight 216 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming-menorrhagia,weight increased" batch number: b76529 expiration date: 31-oct-2016 manufacture date: 30-oct-2013. Batch number: c91765 expiration date: 31-aug-2017 manufacture date: 02-aug-2014 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.